Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user noted an issue with order. A nurse accessed a pyxis device that was not linked to the order, and the system attempted to dispense the full day supply. On the pyxis server side, the order displayed incorrect, indicated a pull of 4 tablets instead of the intended 2 tablets reflected the full day regimen rather than the single scheduled dose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) found one order was discontinued and the other order did not appear in the database report when running the order query. The tss requested the customer to provide the patient ID so we can verify whether the order was crossed over to device. Good faith attempts were made to get the additional information. No responses received from the customer. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user noted an issue with order. A nurse accessed a pyxis device that was not linked to the order, and the system attempted to dispense the full day supply. On the pyxis server side, the order displayed incorrect, indicated a pull of 4 tablets instead of the intended 2 tablets reflected the full day regimen rather than the single scheduled dose. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.